Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a customer reported receiving low glucose results and unexpected low glucose alarm issue with the adc device. The customer reported that the adc device would "go off indicating that their blood sugar is low" but the customer would not have any associated symptoms that would indicate low blood glucose levels. They reported that this issue causes disruptions in their sleep. Adc customer service successfully contacted the customer to gain additional details regarding this event. There was no report of third-party treatment due to this issue. Based on the information provided, there was no report of serious injury associated with this event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under (B)(4). This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.